Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the buttons were unresponsive on the insulin pump. Customer's blood glucose was 111 mg/dl. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with a missing end cap sticker. The pump had a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, and minor scratches on the lcd window.